Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 06/feb/2020 a peritoneal dialysis registered nurse (pdrn) from an acute clinic contacted fresenius technical support to request a replacement liberty select cycler. An unnamed patient expired during treatment and the clinic policy stated the cycler must be replaced. Additional information obtained through follow-up with the pdrn confirmed this patient was a critical care patient in the hospital. No information regarding the patient diagnosis was available. The patient was in pd treatment on the liberty select cycler when they went into pulseless electrical activity (pea) arrest. It is unknown at what phase of treatment this occurred. The pdrn stated that the death was unrelated to pd therapy or use of the liberty select cycler or any fresenius product(s). There were no issues with the liberty select cycler during the treatment. No additional information was available as the pdrn did not have access to the patient¿s hospital records. Pea is caused by a profound cardiovascular insult which weakens cardiac contraction. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired during pd treatment. The pd registered nurse (pdrn) was requesting a replacement liberty select cycler due to clinic policy that cyclers should be replaced after a patient expires during treatment. Upon follow-up with the pdrn it was confirmed this patient was a critical care patient in the hospital. No information regarding the patient or their diagnosis was available. The patient was in pd treatment on the liberty select cycler when they went into pulseless electrical activity (pea) arrest. It is unknown at what phase of treatment this occurred. The pdrn stated that the death was unrelated to pd therapy or use of the liberty select cycler or any fresenius product(s). There were no issues with the liberty select cycler during the treatment. No additional information was available as the pdrn did not have access to the patient¿s hospital records.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. During an external visual inspection the front panel bezel gasket was found to be drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. Additionally, the lower catch door post was slightly rotated clockwise, there were particulates underneath the lower catch door post and underneath the cassette guide on the right side of the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a load cell verification check. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.